Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Investigation summary: exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. CAPA/sa - as no samples were returned for investigation it was determined that no corrective action is required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 10 bd pn 32gx4mm needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported needles were blanks so insulin won't pass through and having to look for ones that do work.